Manufacturer narrative:
(B)(4).

Event description:
It was reported possible externalized conductors were observed under fluoroscopy. There is no mention of a resolution. The patient will continue to be monitored. No further information is available.

Event description:
New information received states that the lead remains implanted and the patient was stable.

Event description:
New information received states the lead was capped and replaced on (B)(6) 2017. No further information is available.